Event description:
It was reported that a lead warning occurred on atrial lead. Also two atrial high rates showing noise occurred while the patient was in the shower and while the patient was shopping one hour later. They were unable to reproduce the noise with either pocket manipulation or isometrics today. Subsequent information received reported that patient had atrial lead warning again in (B)(6) and the mode switched to unipolar for no obvious reason. It also was reported that atrial data showed several low impedance measurements prior to the switch and no measurements after the switch. Reprogramming was performed back to bipolar. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There is apparent noise in atrial high rate episodes.

Event description:
It was reported that a lead warning occurred on atrial lead. Also two atrial high rates showing noise occurred while the patient was in the shower and while the patient was shopping one hour later. They were unable to reproduce the noise with either pocket manipulation or isometrics today. Subsequent information received reported that patient had atrial lead warning again in august and the mode switched to unipolar for no obvious reason. It also was reported that atrial data showed several low impedance measurements prior to the switch and no measurements after the switch. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There is apparent noise in atrial high rate episodes. Also, a lead warning occurred on (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There is apparent noise in atrial high rate episodes. Also, a lead warning occurred on (B)(6)2010.

Event description:
It was reported that a lead warning occurred on atrial lead. Also two atrial high rates showing noise occurred while the patient was in the shower and while the patient was shopping one hour later. They were unable to reproduce the noise with either pocket manipulation or isometrics today. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.